Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a low anterior resection procedure, the stapler "jammed" on the small bowel; tissue while firing. The surgeon then had to excise the stapler off the tissue. The surgeon completed the procedure with a hand anastomosis. There were no adverse consequences for the patient reported.